Event description:
During in clinic follow-up, post paced t-wave oversensing was observed on the device. The device was reprogrammed to resolve this event. The patient is stable and will be monitored.